Event description:
It was reported that the patient¿s had a history of rigidity, bradykinesia, pain, and dyskinesia. In addition, the patient was in a wheelchair but would walk around the house several times a day with a walker. It was noted that the patient¿s speech became a little worse three weeks prior to report. Then the amplitude was increased. After that, the device was interrogated with the patient programmer one day prior to report and an elective replacement indicator (eri) was observed. The eri was seven months post implant. Impedances were measured as normal. The left implantable neurostimulator (ins) was at an amplitude of 6.7, a pulse width of 90 and a rate of 170hz. The right ins was at an amplitude of 5.9 with the same rate and pulse width as the left ins. The ins was confirmed to be at eri. Surgery would be scheduled by the end of the month to have the device replaced. It was reported that the battery depletion was normal per the device settings but the caller expressed dissatisfaction with longevity. Impedance was observed on electrode pair 4/7 at 4134 ohms. Several other contacts were between 1500 to 3600 ohms but therapy impedance was less than 1000 ohms. It was noted that the patient had issues with ¿gambing¿ and psychosis with the medication. Therefore, the issue needed to be covered with the ins and not medication which required high amplitude. It was noted that there were no programming options for the patient. The patient was receiving good therapy and needed the higher setting to achieve it. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient had high voltage settings and previous replacements were approximately annual. Additional information received reported the patient¿s ins was changed out. The reporter stated they did not know the outcome of settings or if anything was found at explant and reimplant. Additional information received reported the ins depletion was not normal. It was noted that there was no patient injury or death.

Event description:
Follow up information received reported that the patient¿s surgery was on (B)(6) 2013. The patient was programmed by the manufacturer¿s representative on the same day and was reported as ¿getting great therapy¿. The explanted device components were reported as discarded. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3387s-40, lot# v011453, implanted: 2007 (B)(6); product type lead product ID 3387s-40, lot# v011021, implanted: 2007 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2007 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
.

Event description:
Additional information received reported the ins was replaced with a rechargeable device on the day of report. It was noted the patient left with 4.5v with the intention of titrating the voltage back up over the next three months. It was noted the device would be sent back for analysis.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly, battery was not in new condition. Additional review of the file indicated a serious injury due to explant that was not because of normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).